Event description:
Pt was intubated on operating room table. Back of table was being moved into the chair position. The back of the chair went to the floor and the pt fell backwards hitting his head on the floor.